Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 29 mg/dl at the time of the incident. The customer was at 106 mg/dl at the time of the call. The customer was given juice and glucagon to treat. The customer experienced symptoms such as belligerence and confusion. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed on a different service notification. The customer had other 4 low incidents with paramedic assistance within the same week. The insulin pump will not be returned for analysis.